Event description:
It was reported that during inspection by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp)the power reel cord winding failed, it was defective, it did not come. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp)the power reel cord winding failed, it was defective, it did not come. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site address: (B)(6)). It was reported that cardiosave intra-aortic balloon pump (iabp) had power reel cord winding failure. A getinge field service engineer (fse) after checking the winding of the ac power cord during inspection, it was found that the cord could not be wound due to poor winding. Due to deterioration over time, winding was becoming difficult, so fse repaired the power reel cord and replaced the parts. After replacing it, he was able to wind it without any problems. We have carried out an operation check, and the device is in good condition as it is running on ac power and charging without any problems. The failure analysis and testing dept. Received part number 0012-00-1688-01 with a reported unit failure of the reel having defective winding. The fat performed a visual inspection and found the part to be faulty and not properly winding the power cord. Verified the issue but no root cause determined. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.